Event description:
The pt received two percutaneous leads (from the same lot) placed in the cervical region as part of his pns system (off-label). It was reported the pt's left lead had migrated caudally. The pt reported having pain associated with the migrated lead and had turned off his stimulation. It was reported surgical intervention will be undertaken to resolve the issue. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.